Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. The reported difficult to advance/position (guide wire and guide catheter) could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a perforation of a moderately tortuous right coronary artery. The 3.5x19mm graftmaster covered stent met resistance during advancement with an unspecified guide catheter, guide wire and anatomy; therefore, device did not cross. It was noted that the shaft separated outside the anatomy. A unspecified balloon was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation of a moderately tortuous right coronary artery. The 3.5x19mm graftmaster covered stent met resistance during advancement with an unspecified guide catheter, guide wire and anatomy; therefore, device did not cross. It was noted that the shaft separated outside the anatomy. A unspecified balloon was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.